Event description:
I had medennium smart plugs inserted into both my lower canaliculi in 2003. One came out in my nose within a year. I assumed the other hand had eventually flushed through; though this was never verified. In (B)(6) 2013, I experienced complete blockage of my nld and have had chronic canaliculitis, epiphora, discharge, pain and photophobia for the 10 months since then. Oculoplastic surgeon concurs that it is due to a migrated smartplug. Canaliculotomy in (B)(6) 2014 failed to locate the plug. Will proceed to external dcr.